Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the software was corrupted. Absence of log indicates system was off during this time. To resolve the issue, the fse installed the new software version 2.2.7. After full system software reinstallation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that software was corrupted. There was no harm reported. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.